Event description:
It was reported that the unit is warming too slowly. There was patient involvement, but no adverse consequences or clinically relevant delay in treatment reported.

Manufacturer narrative:
Section h codes have been updated.

Event description:
It was reported that the unit is warming too slowly. There was patient involvement, but no adverse consequences or clinically relevant delay in treatment reported. The customer reported that the unit was working correctly and did not require servicing.